Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk) who was in a cardiac arrest condition, but the device failed to discharge. The clinicians attempted to defibrillate the pt two more times, but on all attempts the device failed to discharge. The clinicians then obtained another device and successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.